Event description:
It was reported the pt experiences a burning sensation along the lead. Diagnostic testing revealed no anomalies. The pt will see the physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.